Event description:
It was reported, that the pump battery could not be charged. Resulting, in pump shutting down. Additionally, customers blood glucose level displayed "high". And was resolved by a manual injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed.